Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when attempting to place the IV, the needle was disconnecting from the hub, causing failed IV attempts. The needles looked dull and difficult to puncture through the skin causing a delay of therapy. There were no medications being administered alongside the use of the product. There was patient involvement, but no patient hard or adverse event reported.